Manufacturer narrative:
This adverse event was not related to the use of eversense continuous glucose monitoring system. The user reported hospitalization due to a heart attack involving three blocked arteries, followed by open heart surgery. The event happened on (B)(6) 2025. The user was hospitalized for 8 days for open heart surgery. The user was prescribed with metoprolol tartrate) and clopidogrel as medication. The user's hcp was aware of the event. Per dms, the user is currently using the system with up-to-date information.

Event description:
Denseonics was made aware of an incident where user reported hospitalization due to a heart attack involving three blocked arteries, followed by open heart surgery. The event happened on (B)(6) 2025. The user was hospitalized for 8 days for open heart surgery. The user was prescribed with metoprolol tartrate ) and clopidogrel as medication. The user's hcp was aware of the event. Per dms, the user is currently using the system with up-to-date information.